Manufacturer narrative:
The evaluation did not confirm the reported issue. The distal end channel opening as well as the biopsy port opening are free of residue and foreign material. In addition, the biopsy channel and suction channel are clear of debris when inserting an olympus brush down the channel. The videoscope was connected to a pressurized airline and submerged in water. When water was flushed through all channels and orifices, no debris or foreign material was observed. The biopsy channel was inspected with an olympus borescope and noticed minor scrapes towards the distal end. In addition, towards the biopsy port opening, discoloration is seen on the channel wall. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during an unknown procedure a black piece came out of distal tip when snare was inserted. Black piece of rubber was recovered from patient. Case was completed with same device. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 months since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the biopsy valve may have been broken, and partially fallen in the biopsy channel from the snare being inserted obliquely to the biopsy port, or the biopsy valve was damaged. It is also likely the user facility staff was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: 3.8 inspection of the endoscopic system: inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Inspection of the biopsy valve:confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage. The following states on points when endo therapy accessories are inserted to biopsy port. (4.3 using endotherapy accessorie): when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.) Olympus will continue to monitor field performance for this device.